Event description:
Additional information received that pump logs were checked and found to be fine but were not printed at that time. It was also reported that patient was now receiving effective therapy and had no issues. Additional information had been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
The patient underwent a pump refill on (B)(6) 2012; on (B)(6) 2012, the hcp was concerned the patient was having "problems with his pump." The pump contained baclofen. The patient experienced high blood pressure and "bulging in the abdomen" that began approximately (B)(6) 2012. The pump was checked on (B)(6) 2012. A follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
Catheter model 8709, lot# j10983r10, implanted: (B)(6) 2002, explanted: unk. (B)(4).